Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance. The customer was sent a new reagent and calibrators. Calibration and qc were performed with acceptable results. The patient's sample was reran and the results were reported to be acceptable. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys total psa immunoassay and elecsys free psa immunoassay results for one patient sample tested on the cobas e 411 immunoassay analyzer with serial number (B)(4). This medwatch will apply to the total psa assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the free psa assay. The reporter reran a previous total psa sample and included the free psa in the run. The free psa result was noted to be higher than the total psa result. The total psa result was 0.024 ng/ml. The free psa was 0.5 ng/ml.